Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it was discarded. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Partial or total occlusion of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction and/or death. In this case, it was reported that based on the patients body surface and anatomy, the larger valve was explanted and replaced with a smaller size valve. Inotropic support was required due to the prolonged cardiopulmonary bypass. There was no allegation of device malfunction and the root cause of this event was likely related to patient and procedural factors. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that the 25mm pericardial aortic valve was explanted at implant due to coronary ostia obstruction. Upon initiation of bypass, echo showed the annulus to be between 23.5 and 24.2 mm, although the quality of the images was noted to be suboptimal. Given the patient's body surface area of 2.5, the patient would benefit from a 25mm bioprosthetic valve. The aortic valve annulus appeared to be able to accommodate a 25mm magna, although with a very tight fit. A 23mm could have been equally acceptable, though with a much relaxed fit. Given the patient's body surface area, a 25mm was selected. The valve was seated in a supra-annular position, although with some difficulty due to the anatomy of the patient. The sutures were tied and cut, and visual clearance of the left main coronary artery was obtained by administration of a retrograde dose of cardioplegia. After removal of the crossclamp, the patient's right ventricle was distending more that what was observed preoperatively, and the tee tended to suggest that the valve might be obstructing the coronary ostium due to the lack of significant flow through the outflow tract, suggesting a mechanical ongoing issue. The decision was made to explant the valve and place a smaller size valve. A 23mm valve was seated in a supra-annular position, this time with less difficulty in advanced the valve over the aortic valve annulus. Tee showed that the lvot appeared to allow a working bioprosthetic valve with no evidence of paravalvular leak and correct opening of all the leaflets. The left ventricular contractility appeared to be well-preserved although inotropic support was required due to the prolonged cardiopulmonary bypass. The patient remained in critical condition and was transferred to the ICU for continual care.